Event description:
A paramedic called to check if the insulin pump was working properly due to the customer experiencing low blood glucose levels. The customer was disoriented at the time of the call, and was unable to answer certain questions. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.